Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose . The customer¿s blood glucose level in the 600 mg/dl¿s at the time of the incident. Customer mentioned that his blood glucose were low but he was eating an apple. Customer states that he knows why he is low and does not need to troubleshoot. The insulin pump will not be returned for analysis.